Event description:
The company was notified that the patient was reportedly treated for an infection of the skin flap which led to device extrusion. The patient had two surgeries (2006 and the following year) to clean the area. The infection is being treated with antibiotics (bactroban). Surgery to explant the patient's device has been scheduled.